Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant it was believed that the right ventricular (rv) lead was dislodged and sitting in the atrium as ventricle is sensing atrial activity sometimes before the atrial lead sees it. It was noted that the patient is having symptoms consistent with lack of bi-ventricular pacing. The rv lead was reprogrammed, and the physician will discuss with the patient on options for moving forward. No patient complications have been reported as a result of this event.